Event description:
The customer reported an error message displayed on the 2800 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site investigation. The surge suppressor board was replaced. The system was tested and is now working as intended.